Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to capture ECG and could not defibrillate. There was no reported adverse patient impact.

Event description:
The customer reported the device failed to capture ECG and could not defibrillate. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.